Event description:
It was reported that the pump exhibited a motor rate error and plunger error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Sme approved the investigation object status. While performing a review of the complaint, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 30-september-2022, this product did not fail while in use with a patient.